Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during the dwell. The technical service representative (tsr) instructed the home patient (hp) to cycle the power on the hc to clear the alarm. There was no patient injury or adverse event associated with this report.